Event description:
It was reported that the balloon was not completely deflated. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During withdrawal, while the balloon was pulled back after dilation, it was noted that the balloon was removed without complete deflation and the sheath was cut by the balloon blade. The side of the sheath was torn. The procedure was completed with this device. The balloon catheter and sheath were removed together. No patient complications were reported and the patient condition post procedure was good.

Event description:
It was reported that the balloon was not completely deflated. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During withdrawal, while the balloon was pulled back after dilation, it was noted that the balloon was removed without complete deflation and the sheath was cut by the balloon blade. The side of the sheath was torn. The procedure was completed with this device. The balloon catheter and sheath were removed together. No patient complications were reported and the patient condition post procedure was good. The device was returned together with a non bsc 6fr introducer sheath. The entire length of the non bsc 6fr sheath was noted to be torn. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. A visual and microscopic examination identified no damage or any issues with the blades of the device that could have contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. The device was attached to an encore inflation device and was inflated and deflated. No issues were noted with inflation or deflation of the balloon material. A visual and microscopic examination identified no damage or any issues with the balloon material. A visual and microscopic examination identified no damage or any issues with the tip or markerbands. A visual and tactile examination found no damage along the length of shaft of the device. Vacuum pressure was applied on the device upon sheath compatibility specification testing. The device was then successfully advanced through a 6fr boston scientific introducer sheath and successfully withdrew the device without any resistance or issues noted.